Manufacturer narrative:
Product event summary: a pump with an unknown serial number was not returned for evaluation. The reported events cannot be confirmed due to insufficient information. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the most likely root cause of the high power events may be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible root causes of the low flow events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, and/or poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/(B)(6) years old. The dates of death are not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: the use of eptifibatide for suspected pump thrombus or thrombosis in patients with left ventricular assist devices. The journal of heart and lung transplantation, january 2014; 33(1):94¿101. Doi: 10.1016/j.healun.2013.11.002. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed vads for left ventricular support in adults. Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. The article reports seven patient deaths while on vad support who developed pump thromboses. It was reported that the pumps had high power and low flows, and these patients were hospitalized and received eptifibatide infusions for thrombolysis. Two patients died from hemorrhagic stroke, two from vad malfunction, one from cardiorespiratory failure, one from cardiac arrhythmia and one from multisystem organ failure. One of these patients underwent a pump exchange and died shortly afterwards. The status/location of the vads is unknown. No further patient complications have been reported as a result of this event.